Manufacturer narrative:
(B)(4). Reporter¿s name, complete address and phone number were not provided. The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to device wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported by (B)(6) that the pen drive device was not working. During an in house engineering evaluation, it was observed that the device handpiece ran by itself and failed pre-test for hand switch. It was also noted that the electronic control unit was faulty and the motor was noisy. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.